Event description:
Distributor reported that their hospital customer reported that when used during a resuscitation attempt, therapist discovered that there was no oxygen reservoir on the device. Another device was secured, and the patient was successfully resuscitated.